Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had two episodes with oversensing of noise. During one episode, a single inappropriate shock was delivered. Technical services (ts) analyzed device episode data and suspected that this was due to air entrapment. In-clinic testing and x-rays were suggested as troubleshooting. The patient was brought into clinic and x-rays were performed. Electrode position was confirmed. This system was reprogrammed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.